Event description:
It was reported by the hospital that: "md opened cypher box and noticed hub on cypher was cracked. Immediately discarded".

Manufacturer narrative:
The product has been received for eval. However, the engineering analysis is not yet complete. Additional info will be submitted within 30 days of receipt.